Manufacturer narrative:
The subject device has not yet been received for evaluation.

Event description:
It was reported that during the procedure after the coil was repositioned in the aneurysm three times, the coil prematurely detached. The distal portion of the coil had deployed in the aneurysm and the proximal portion was in the microcatheter. The physician retrieved the coil using a suction method and the procedure was successfully completed with no patient impact.

Manufacturer narrative:
Product available to manufacturer: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was physically broken from the delivery wire at the main coil junction and there was no evidence of electrolytic detachment. The main coil was not returned for analysis. In addition, the coil proximal contact and the delivery wire were kinked and are most likely due to the handling of the device. A functional test was unable to be performed as the main coil was detached from the delivery wire and not returned for analysis. The cause for the reported issue could not be definitively determined; however, it is probable that the coil became prematurely detached as a result of the re-positioning of the coil in the aneurysm. Per the device directions for use (dfu): "do not rotate delivery wire during or after delivery of the coil. Rotating the target detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." Therefore, an assignable cause of operational context has be assigned to the reported event along with the main coil broken/fractured that was observed. In addition, the patient¿s anatomy was reported to be tortuous which may have also contributed to the reported event.

Event description:
It was reported that during the procedure after the coil was repositioned in the aneurysm three times, the coil prematurely detached. The distal portion of the coil had deployed in the aneurysm and the proximal portion was in the microcatheter. The physician retrieved the coil using a suction method and the procedure was successfully completed with no patient impact.